Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found that the probes and rinse tubing were old. The fse replaced the sample and reagent probes, replaced the heat cut filter and water bath, performed adjustments, and replaced rinse tubings and syringe seals. The fse performed a hardware check and performance check successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial ca2 result was 7.5 mmol/l. The sample was repeated and the result was 9.7 mmol/l.